Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. The physician attempted direct stenting of a tortuous rca lesion. The physician was unable to cross the lesion and while attempting to advance the delivery system, the guide catheter backed out of the artery. The stent became caught on the guide catheter and the entire system was removed without incident.